Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. We could not presume the cause of the event from the following investigation result. The suggested event e315 was unable to be confirmed. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an incompatible scope or e315 error that occurred. The issue was observed during maintenance. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed but occurrence was likely to have occurred. Additional findings include the following: the light guide lens edge was broken, switch 1 had a pinhole, connecting tube protector was cut off, connecting tube was dented, bending section cover adhesive was broken, the focus cannot be transferred to near point due to the broken charged coupled device, the gap on upward/downward angulation control knob was out of standards due to the worn angle-wire and the angulation in the up direction was out of standards due to the worn angle-wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.